Manufacturer narrative:
4/14/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Pump was not delivering set volume of medication. When bolus was given, no movement of pump was noted on fluoroscopy.